Manufacturer narrative:
On (B)(6) 2023, mentor received additional information indicating that the patient also suffered infections in their bloodstream that they had to go to a hospital for. On (B)(6) 2023, mentor received additional information indicating that the patient had x-rays that confirmed bilateral breast implant deflations and breast capsular contractures (baker grade unknown). On (B)(6) 2023, mentor received additional information indicating that the patient was also diagnosed, via ultrasound, with bilateral peri-implant fluid suspicious for implant rupture. The patient also has been scheduled for breast implant explantation surgery on (B)(6) 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture associated with breast implant, implant site fluid collection, wound infection, material rupture.

Event description:
It was reported that a female patient underwent breast augmentation with a (right) 560cc mentor smooth round high profile saline and a (left) 460cc mentor smooth round high profile saline breast prostheses and suffered right breast implant drainage/leak, pain and bilateral breast deformities. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. (B)(4).